Manufacturer narrative:
The console has not been received for evaluation. The console will be evaluated when it is received and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console gave the error message "internal timing error" multiple times during the procedure. The console was replaced and the case was completed without any further issues. There were no reported patient complications.

Manufacturer narrative:
The device was evaluated and the reported error code was duplicated. The device was disassembled to check for defects and the 5 volt monitor circuit on the pcsa board was found to be problematic. The pcsa board was replaced and the device was reassembled and passed all functional testing.